Event description:
Healthcare professional reported "device migration/implant malposition" and "change shape/size/style" via national breast implant registry (nbir). This record is for the right side. Device was explanted. Patient underwent capsulectomy.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, malposition.